Event description:
It was reported that the right ventricular (rv) lead had increased threshold from the post operative measurement. Chest x-ray showed the leads had lost the slack that was present on the initial post operative. The lead was successfully revised. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had increased threshold from the post operative measurement. Chest x-ray showed the leads had lost the slack that was present on the initial post operative. The lead was successfully revised. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to product model and serial number in section d4 : model number, lot number, catalog number, expiration date, serial number and UDI number.